Event description:
It was reported that this pt suffered a compound fracture and on (B)(6) 2013, the pt was implanted with a znn cmn lag screw. According to the reporter, during an x-ray check up on (B)(6) 2013, the picture revealed that the lag screw migrated. On an unk day in (B)(6) 2013, the pt underwent revision surgery.

Manufacturer narrative:
At this point in time, the device affected has not been received by the MFR. An x-ray picture though was made available for review and it did not show any breakage of the lag screw. The reporter also noted this in her report. From the info received, a cause for this specific event could not be ascertained. Once more info is received, and the device is returned and investigated, an updated report will be submitted once the result has been made available. Zimmer reference number (B)(4).